Manufacturer narrative:
The large suturecut needle driver instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the large suturecut needle driver instrument had a broken or loose cable. A backup instrument of the same kind was used to complete the procedure with no patient harm.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was not confirmed. The large suturecut needle driver instrument was analyzed and functionally tested, and it passed all tests performed. The instrument moved intuitively with full range of motion in all directions. No product issue was identified.

Event description:
Refer to h10/h11 for follow-up information.